Manufacturer narrative:
(B)(4). The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). On (B)(4) 2012, follow up information was received by global pharmacovigilance from a nurse in regards to this event. On an unreported date after starting dianeal therapy, the patient experienced an umbilical hernia. Slowly over time, the umbilical hernia had worsened. The nurse confirmed the event of peritonitis and hospital admission date. The patient remained hospitalized. On an unreported date in (B)(4) 2012, the patient recovered from the peritonitis. At the time of this report the patient was recovering from the umbilical hernia. Per the nurse, the event of umbilical hernia was unrelated to dianeal therapy. A batch review was conducted for potentially associated lot numbers h12a02125, h12a14500 and h11l20068 and no exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information become available, a follow-up report will be submitted. This is report 1 of 2 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information from a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex, dianeal pd4 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). Dianeal therapies were discontinued. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. The cause of the peritonitis was unknown. Treatment was not reported. At the time of this report, the patient was recovering from the peritonitis. Per the nurse, the event of peritonitis was unrelated to dianeal therapy.